Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to an allergic reaction. Reportedly, the field representative believed that the patient had an allergic reaction and wanted to know what the materials in the system were. Boston scientific technical services (ts) sent material lists for the device and leads but do not have specific details for non-boston scientific product. Additional information received indicates that the physician requested a patch kit for allergy testing and stated that they were looking for an alternative device. Ts stated that they do not provide materials for patch testing. Furthermore, the patient had reportedly rejected two devices. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.